Event description:
Refer to manufacturer report# 3004209178-2010-06425. A pt was reported to have had a small stroke. The pt had made a rapid recovery. On (B)(6) 2009, following the device system implantation, computer tomography revealed no evidence of a hemorrhage nor significant post operation complications. The pt was discharged from the clinic on (B)(6) 2009, and was to follow-up with a physician one week later. A device programming session took place on (B)(6) 2009, and both generators were turned on. The pt had an MRI completed on (B)(6) 2010 which had revealed that the pt had an old infarct. The pt was asymptomatic. The following was noted: interval development sharply demarcated near the fluid intensity area left basal ganglia medial to the deep brain stimulator; presumably encephalomalacia from injury. The pt continued to have very nice clinical progress. Additional info from the user facility report: on (B)(6) 2009 pt had bilateral implantation of dbs. CT of head status post dbs showed no evidence of hemorrhage. Pt was discharged on (B)(6) 2009 and instructed to see dr (B)(6) in 1 week. Programming session took place on (B)(6) 2009, at which time both generators were turned on. She was followed by phone and at another medical center in the interim. On (B)(6) 2010, pt was seen in follow-up and for a scheduled MRI. She has continued to make very nice clinical progress. After completion of MRI, she returned to the office and the MRI was reviewed. The pt was found to have an old infarct and was asymptomatic with this.

Manufacturer narrative:
(B)(4). Additional info from the user facility report: (B)(4).